Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The sureform 45 stapler instrument was analyzed and reported failure was not replicated. Failure analysis (fa) found that the primary failure of a recognition failure based on the log review. The stapler sureform 45 passed engagement, recognition, clamped, fired and unclamped as expect during in-house testing. The grips moved intuitively with full range of motion. The grips opened and closed properly. When the sureform stapler45 instrument was placed and driven on the in-house system, it passed recognition and engagement on three out of three attempts. Although the recognition failure could not be replicated, a review of the logs reported error code 282 "tool invalid reason: one or more tool sensors were not detected: tool presence pin 1 not detected (tool sn not available) on usm1" confirmed a recognition failure. R further evaluation of the sureform 45 stapler instrument found an engagement failure based on the log review. When placed and driven on the in-house system, the stapler sureform 45 instrument passed recognition and engagement on three out of three attempts. The sureform 45 stapler instrument clamped, fired, and unclamped as expected. The grips moved intuitively with full range of motion. The grips opened and closed properly. Although the engagement failure could not be replicated, a review of the logs reported error code 22020 "installed sureform 45 curved-tip failed to engage on usm2 (grip axis failed to engage)" confirming the engagement failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During fse evaluation, the fse tested the system and confirmed damage on the right master tool manipulator (mtm) on the ssc. Review of the system logs confirmed no related error fault. After replacement of the mtm arm, the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was received for failure analysis and the reported failure was reproduced during calibration due to defective grip lever, inner grip spring, outer grip spring on the mtm. The complaint was confirmed based on the field evaluatio and failure analysis, which indicates that the device may have contributed to the customer reported issue.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon experienced an issue with the stapler sureform 45 instrument. The system displayed a prompt indicating an issue with clamping. The customer received phone assistance from the technical service engineer (tse). The customer was advised to reseat the sterile adapter or replace the instrument as necessary. The customer replaced the instrument. Tse further advised to monitor the issue and consider switching to another surgeon console if the issue recurs. At an unspecified time, tse received a second call that revealed that the reported complaint reoccurred. The surgeon elected to continue the procedure with another ssc. The user continued the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: it was confirmed that the master tool manipulator (mtm) grip was damaged, and the customer was unable to clamp. The procedure was started using a dual ssc setup. One of the ssc exhibited an issue due to a broken mtm and the surgeon moved to the other ssc to complete the procedure.